Event description:
It was reported that when the implantable cardiac monitor was interrogated an error message was displayed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.